Event description:
It was reported that in situ, testing showed electrode channels with status hi since 2008 and that currently the patient can only use 6 electrode channels. The hearing performance has significantly deteriorated and the health professional decided for re-implantation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.